Event description:
It was reported that during the procedure, while the physician was torqueing the subject guide wire, he noticed the tip wasn¿t moving 1 to 1 and the tip broke inside the patient. The physician was able to retract the subject guide wire back into the micro catheter with the tip still attached and pull it all the way out of the patient's body. A similar device was used to replace the subject guidewire and complete the procedure using the same micro catheter without clinical consequences to the patient.

Event description:
It was reported that during the procedure, while the physician was torqueing the subject guide wire, he noticed the tip wasn't moving 1 to 1 and the tip broke inside the patient. The physician was able to retract the subject guide wire back into the micro catheter with the tip still attached and pull it all the way out of the patient's body. A similar device was used to replace the subject guidewire and complete the procedure using the same micro catheter without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The guidewire was returned and the lot number was confirmed with the packaging returned with the device. On visual/microscopic inspection, the guidewire tip appeared to have been shaped. The guidewire was returned broken in 2 sections. The nitinol tubing was broken 9.5cm from the distal end with the core wire exposed, twisted and broken. A break in the nitinol tubing was also noted 9.1cm from the distal end. The nitinol tubing was broken 189.5cm from the proximal end with a significant amount of core wire exposed, twisted and broken. The core wire distal end was observed through the distal tip dome. The guidewire ptfe coating was examined and no anomaly was noted. A functional test was not required as the defect was visually confirmed. The reported event was confirmed based on the damage noted during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no anomaly noted to the device prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. An sl-10 straight microcatheter was used in the procedure in conjunction with the subject device. The patient¿s anatomy was moderately tortuous and the device was in use on the patient at the time of the event. There were no other difficulties encountered during the usage of the device that could have contributed to the issue and there was no friction/resistance encountered during the procedure. The issue occurred while the physician was torqueing around a bend and the physician is not sure how the break occurred but as he was torqueing the wire he noticed the tip wasn¿t moving 1 to 1. The same microcatheter was used to finish the procedure. While the tip of the guidewire broke inside the patient it was still attached during retracting back into the sl-10 microcatheter and out of the body. It was replaced with another synchro2 and the procedure was completed. Product analysis found the guidewire was returned in 2 sections with the nitinol tubing broken and the core wire exposed, severely twisted and broken on the 2 sections which indicates the guidewire encountered significant torque and manipulation during use in the patient. The tip of the guidewire had also appeared to have been shaped. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿guidewire distal tip broken/fractured during use¿ in addition to the analyzed ¿guidewire distal tip stretched¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.